Event description:
Enduser advised rubber on the all wheels are coming off. Enduser advised think brake got stuck and caused this issue. Enduser advised this is the second rollator. Enduser could not provide any further information.